Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer's blood glucose (bg) level was "low", although a specific value was not given. Customer consumed carbohydrates to address bg. Replacement pump was sent to customer to resolve the issue.